Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was unknown at the time of the call. The caller stated that the customer had an infection that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl during the hospitalization, and would also drop low. The customer's blood pressure went very high and they had difficulty breathing. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by hospital staff more than 2 days prior to passing, as the customer was unable to manage the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.